Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Medtronic legal received information regarding customer's car accident from the attorney of the family. The information received on 06/03/2016 stated the following - reporter alleges: in or about 2016 the customer began using an insulin pump. In (B)(6) 2016, the customer was using a medtronic minimed paradigm insulin pump. On or about (B)(6) 2016, the customer was in a car accident as the driver of their vehicle. The customer was wearing a medtronic insulin pump and enlite sensor at the time of the accident. The attorney stated that he wants the sensor tested to verify if the system was working correctly. No further details were given regarding the incident.

Manufacturer narrative:
The pump was received with minor scratches on the display window, a cracked reservoir tube lip and debris noted in the reservoir tube. The pump was received with a battery in the battery tube. The pump passed the prime, displacement, basic occlusion, occlusion, rewind and excessive no delivery alarm tests. All operating currents tested within specification range. No vibration was noted during the self test.